Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced rising blood glucose levels and observed that no insulin was being delivered. The patient stated that after disconnecting the infusion set and performing a meal announcement, no insulin was visible at the tip of the infusion set. When instructed to fill the tubing, the patient again did not see any insulin drops. The patient removed the connector and cartridge and reported that the cartridge felt wet. Although no liquid was observed on the connector, the patient noted liquid on the top of the cartridge near the fill area. The interior chamber of the cartridge was not wet. It was recommended that the patient replace the supplies due to a potential issue with the cartridge or connector. The patient reported no visible damage to the cartridge but stated that another cartridge from the same lot had been shattered upon opening and was discarded before use. The patient¿s blood glucose rose to over 400 mg/dl and remained outside the target range for approximately four hours. The patient had not eaten during this time and did not use backup therapy or perform ketone testing. No immediate health effects, professional medical intervention, or other assistance were reported. A follow-up request was made to determine whether the leaking cartridge was available for return and whether the correct insertion and connection procedure had been used. The patient later confirmed that the proper procedure had been followed but stated that the device had already been discarded and was unavailable for return. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.